Event description:
False positive advia centaur xp troponin ultra (tni-ultra) results were obtained on several samples from different patients. The samples were tested again on another advia centaur xp and the results were negative. The customer checked the readypack (reagent pack) and observed a suspect color (dark brown). The readypack was replaced. The patient samples were from the emergency department. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra results may be attributed to a bad readypack. The readypack was replaced. Siemens has requested the readypack for in-house investigation. The instrument is performing within specification. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."